Event description:
It was reported that this pacemaker had potential right atrial (ra) loss of capture (loc). Technical services (ts) reviewed and could not confirm if there was atrial capture, but the right atrial automatic threshold (raat) test was successful and capture was expected. Ts recommended in-office threshold evaluations. The pacemaker and ra lead remain in service. No adverse patient effects were reported.